Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.